Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient had normal sinus rhythm prior to the procedure. Pre balloon valvuloplasty was performed according to the instructions for use (IFU).a 27mm lotus edge valve system was implanted at a 2mm depth with no leaks and a resulting gradient of 6 mmhg. Post valve deployment, a new lbbb was noted. The patient was stable. The temporary pacemaker was left in place. The patient was stable with no issues the next day and the temporary pacemaker was removed.